Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The root cause of this issue is currently being investigated under CAPA number (B)(4). This device is a single use device and will not be repaired. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report an infusor in which the reservoir ruptured. The event occurred during filling. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.